Event description:
On (B)(6) 2010, a medivators employee visited the facility and made adjustments to the reprocessing program. The facility reprocessed fourteen scopes from (B)(6) 2010 through (B)(6) 2010 not realizing that the scopes didn't go through the disinfection step of the reprocessing. On 10-06-2010, a technician discovered that the program had been changed, and there was no disinfectant cycle. The reprocessing technician corrected the reprocessing program.

Manufacturer narrative:
On 10-11-10, we spoke with the facility, they are in the process of contacting eighteen patients that are involved. Any additional information received will be forwarded upon receipt.a corrective action has been implemented to ensure an incident of this nature does not reoccur.no known patient issues at this time.